Event description:
It was reported that the device was fired, staples did not form porperly and staple line was incomplete. It was reported that the surgeon opened two separate staplers and it occurred twice. There was no consequence to the patient.